Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the instrument could not be disconnected from the cage after implantation. The surgeon managed to remove the instrument and it was replaced with a titanium cage; 12mm in height. At this time the dural was damaged because the implant was now stuck in the implant holder. It was also reported that it took about two hours to resolve the situation. The patient was resolved by suturing the dural sac and did not experience any neurological deficit. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the devices were received with the implant jammed with applicator inner shaft. The implant-shaft interface has an angle of < 80°. Articles are according to specifications. Applicator inner shaft and implant should have contact. This is the case if applicator shaft has an angle of 10-15° to the medial plane. In this situation the implant-applicator shaft has contact in an angle of >100°. If the angel is smaller (as it is in the present case) and the applicator knob is tightened very hard there is a risk that the inner shaft - implant interface gets jammed. The device was not used according to recommended surgical technique. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.